Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2023-00302. Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implants at teeth sites #9 and #10 were removed due to an undesirable position in conjunction with the slight paresthesia.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report both additional and corrected information to 0001038806 - 2023 - 00303. The item number have been confirmed by the customer as it was previously reported incorrectly. It is now being reported correctly. Multiple MDR reports were filed for this event. The following sections are being reported: d1: brand name is corrected. D4: catalog number is corrected. G4: PMA/510(k) number is corrected. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Based on the evaluation, device malfunction has not occurred, and the reported events could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review for the lot numbers revealed no deviations or non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.